Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information b5: additional information was received noting upon removal from the patient, the sheath tubing completely broke, while the inner coiling became exposed and elongated. Reportedly, the sheath was retrieved over a wire. However, the procedure was prolonged due to the difficulty retrieving the portions of the sheath. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used and damaged kcfw-6.0-35-55-rb-hfanl0-hc was returned for investigation. The sheath tubing was separated approximately 46.7cm from the proximal end. The distal portion of the sheath measured approximately 8.2cm. The two pieces remained connected by the inner coiling. It had become exposed and elongated, measuring approximately 7.3cm. The separation of the tubing appeared blunt, not stretched or elongated. The dimensional verification confirmed that the device had been manufactured within the correct specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, an IFU is provided with the device, which states ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ it goes on to say ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ at this time, it is unknown if the atherectomy device was compatible with the kcfw or not. Moreover, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event was likely the result of the procedural error or patient anatomy. As there is no evidence showing that the device left cook defective or outside of product specifications, investigation believes this event cannot be traced to the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Please see h10 for additional information.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation = other healthcare professional: physician assistant. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a below the knee laser atherectomy procedure, a flexor high-flex ansel guiding sheath separated while in the superficial femoral artery. The device was retrieved with a metal coil per the initial reporter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and outcome has been requested, but is not available at this time.